Manufacturer narrative:
(B)(4). Evaluation summary: the returned condition indicated that the plunger had been depressed to deploy the needles; however, it had not been fully retracted out of the device to retrieve the suture. During testing, the plunger was pulled out and it was found that the anterior cuff captured the needle, but the link broke at the swage end of the anterior cuff. A failure to retrieve the suture combined with link-to-cuff detachment would unravel the suture knot as observed. Therefore, there would not be any suture knot to be advanced to the arterial surface as reported. Link-to-cuff detachment indicated that there was resistance encountered while retracting the needle plunger. However, during testing, the plunger was reinserted and retracted successfully without any observable resistance. Also, there was no damage to the suture to suggest that it might have been dragged through the device while retracting the needle plunger, which could contribute to the link detachment. Inspection also revealed a sheath kink just distal to the o-ring; however, this was consistent with post-procedure mishandling/shipping damage rather than a device failure. Based on the investigation findings, the reported knot lock prior to reaching the arterial surface could not be confirmed. Needle deployment was successful as both cuffs captured the needles; however, the link broke at the swage end of the anterior cuff and the probable cause could not be determined. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no similar incidents with the reported knot lock. Additionally, a query based on actual investigation findings was performed and there were no similar incidents that exhibited a link break at the anterior cuff during the needle plunger retraction as this incident.

Event description:
It was reported that a physician in training in the use of the perclose proglide attempted arteriotomy closure in a left common femoral artery after an interventional procedure. Reportedly, as the knot was being advanced, it locked before reaching the arterial surface. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.